Event description:
The time of event is unknown. There was no report of patient harm. Suction nipple loosened.

Manufacturer narrative:
We checked the returned unit and confirmed that the suction arm loose screws at base. Based on the result, we concluded that it was caused due to the excessive force applied on the suction arm. In addition, we confirmed that the u/d knob broken, the light guide fiber bundle (lcb) broken, the insertion flexible tube (ift) crushed, the remote control buttons cut, and the brand plate worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0620(control body)"" and/or the risk analysis results, it was evaluated to submit MDR.